Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that when using the kerisson, the non-removable screw fell into the patient. Elongation of anesthesia and an opening for intervention was performed after an x-ray was used to locate screw for removal.